Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 and used for approximately 8 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture and/or implant failure. DHR review was completed for the subject lot number 61991810. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61991810) for a similar event and 1 other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up"

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional PMA/ 510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that implant (tsvb13) fractured at tooth location 13. Abutment and crown felt loose and x-rays confirmed implant wall fractured. Implant was removed.